Event description:
The facility reports the caregivers were transferring the resident from the bed to a power wheelchair. The wheelchair had been placed under the ceiling lifter rail. The sling was applied to the resident and connected to the lifter. One caregiver was operating the lifter while the other was guiding the resident to his chair. The resident was about 12 inches above the chair when the left shoulder clip snapped and the resident fell into his chair. No injuries were reported.